Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, multiple issues happened with different devices. Firstly, 2 adapters that can't be loaded onto the handle. One of which was broken. Resolution on solving the issue with the adapters was not stated. And lastly, the handle that can't recognize reload and did not fire. The surgeon was not able to press the green button. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, multiple issues happened with different devices. Firstly, 2 adapters that can't be loaded onto the handle. One of which was broken. Resolution on solving the issue with the adapters was not stated. And lastly, the handle that can't recognize reload and did not fire. The surgeon was not able to press the green button. Replaced by a new handle to proceed with the case. No patient involvement.